Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).

Event description:
It was reported that during an implant procedure the impedances on the lead showed high and kept changing on different electrodes. The lead was not implanted. The patient was only implanted with one lead. The patient outcome was listed as alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead (lot # v897145) found that there was a foreign material on the electrodes. The material was a wax substance which caused abnormal impedance readings. The wax was a component of the polyurethane sleeve.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.